Event description:
It was reported that the pump exhibited an alarm for no disposable. Per the reporter, settings were reviewed and the pump was powered off. The patient was not affected; no adverse patient effects were reported by the customer. The device was not to be returned to the manufacturer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
Other, other text: no product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The most probable cause for a "no disposable" alarm is the dso sensor; however, this cannot be confirmed as no product was returned for investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.